Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer experienced calibration issues and received questionable tp2 total protein gen.2 result for an unknown number of patient samples from two cobas 8000 c 702 modules. They stated issue were also observed with qc and proficiency material. Data was only provided for one example of an initial result of 54 g/l and a repeat result of 67 g/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 288374. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative checked, cleaned, and adjusted the ultra-sonic mixers, wash levels, gear pump pressure, and probe alignments. Calibration, qc, and precision testing was performed. The assay appeared to be running well and the customer was satisfied the issue was resolved. The investigation was unable to find a definitive root cause.